Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left circumflex (lcx) artery. A 1.50mm x 8mm apex¿ flex balloon catheter was advanced for dilation. However, upon inflation of about 3-4 times at 20 atmospheres, the balloon was unable to inflate. The device was completely removed from the patient. However, a pinhole was noted on the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex otw balloon catheter and no other devices. The balloon was loosely folded with fluid in the balloon and inflation lumen. The balloon, markerbands, proximal weld, inner/outer shafts were microscopically and tactile inspected. Inspection revealed a jagged burst in the balloon material, approximately 2 mm in length. Inspection of the remainder of the device revealed no other damage or irregularities. Review of the product specification was performed. The reported information indicates the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "rated burst pressure. Do not exceed." (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left circumflex (lcx) artery. A 1.50 mm x 8 mm apex¿ flex balloon catheter was advanced for dilation. However, upon inflation of about 3-4 times at 20 atmospheres, the balloon was unable to inflate. The device was completely removed from the patient. However, a pinhole was noted on the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.